Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and were reviewed by a healthcare professional. Review of the records states that there is mild malalignment approximately 3 degrees varus positioning and 0 degrees posterior slope with mild overhang posterolateral. There was radiolucency seen along femoral and tibial components. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42504607002 - femur cemented standard right size 11 - 67134322. 42560007514 - stem extension tapered cemented 14 mm diameter +75 mm length - 67076582. 42542007902 - tibia fixed cemented right size g stem extension use required - 66774948. 42556607005 - femoral distal augment cemented size 11, 11+ 5 mm thickness - 65597130. 42545000510 - tibial central cone size x-small - 65915015. 42555807205 - tibial augment cemented half block right lateral size gh 5 mm thickness - 64882739. 42555807405 - tibial augment cemented half block right medial size gh 5 mm thickness - 64853497. 42522601010 - articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes g-h / ps femur sizes 10-12 - 66153674. 42540000035 - all poly patella cemented 35 mm diameter - 66939408. H6: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee surgery. Subsequently, the patient has reported experiencing pain, crepitus, numbness, swelling, and ambulation difficulties in the post-op period and alleges malalignment of components. They take prescribed medication daily but otherwise no known treatment or additional intervention has occurred to this point. Attempts have been made and all available information has been provided.